Event description:
It was reported that the shaft broke. The 72% stenosed target lesion was located in the mildly tortuous and fibrotic artery. A 15mmx4.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon was difficult to cross and while pushing, the shaft broke while inside the guide catheter. The balloon was removed from the patient's body in two pieces and the procedure was completed with a different device. No complications were reported.

Event description:
It was reported that the shaft broke. The 72% stenosed target lesion was located in the mildly tortuous and fibrotic artery. A 15mmx4.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon was difficult to cross and while pushing, the shaft broke while inside the guide catheter. The balloon was removed from the patient's body in two pieces and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed a hypotube break was noted at 35cm distal to the distal end of the strain relief. Multiple kinks were also noted. No kinks or damages were noted at the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage.